Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number :1627487-2019-14117. It was reported that the patient had an infection at the lead site. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient had their leads explanted only. The patient is currently being treated with antibiotics.